Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 1999. Pre-implant aneurysm and vessel morphology are unknown. The pt is enrolled in a clinical study. At the one-year f/u in 2000, the aneurysm diameter was reported to be stable at 50mm, although a type ii lumbar endoleak was present. Two attempts were made to embolize the lumbar endoleak. The first attempt was performed in 2000 and was unsuccessful. The second attempt performed that same month was successful. At the two-year f/u in 2001, the aneurysm diameter was again reported to be stable at 50mm with no evidence of endoleak. At the 3-year f/u in 2002, the aneurysm diameter had increased to 55mm. In 2003, the aneurysm diameter had increased to 62mm without evidence of endoleak. Because of the increase in aneurysm diameter, the decision was made to explant the device and convert the pt to open surgical aneurysm repair. During the explant procedure, no type I or type ii endoleak was reported; however, the physician reported blood leaking through the graft material. No complications were reported during the conversion procedure; however, the pt suddenly died in the hospital 9 days later from a possible pulmonary embolism. No autopsy was performed. The explanted stent graft was sent to an independent laboratory by the physician for analysis.